Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. Analysis of the lead is in process; the results will be forwarded when available. The lead is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillation conductor was fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, several conductors are distorted, the outer insulation was melted, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, outer tubing environmental stress cracking breach (non-electrical), the outer tubing was torn, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead was stretched. Lab personnel noted that the svc filars fractured at 39cm. The lead is part of the advisory for this model.

Event description:
It was reported that the device was replaced due to battery depletion. It was reported there was a device malfunction with low r wave amplitudes and oversensing of the t wave. It was further noted that the right ventricular lead was sensing inadequately and was removed and replaced. No patient complications have been reported as a result of this event.